Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Lead noise was noted on the right atrial and ventricular leads. The noise was reproducible with pocket manipulation. The noise on the atrial lead was too large to program around but programming changes were discussed for the right ventricular lead. No additional information was reported. Related manufacturer reference number: 2017865-2019-16130.